Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that it is unknown if the t2 implant was retrieved from the patient. The status of the t1 implant is also unknown. Based on the limited information provided the root cause of the reported breakage cannot be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The t anchor implants are implantable, so biocompatibility is not an issue. If retained the patient impact beyond local irritation/discomfort, and/or migration cannot be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the t2 of the fast-fix 360 was found to be threadless and fell into the knee joint. The procedure was completed without surgical delay. It is unknown how the procedure was completed. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).